Event description:
It was reported to covidien on (B)(6) 2012 that the customer had an issue with a foley catheter. The customer reports that after using the foley catheter for 8 hours, the balloon ruptured and 3 pieces were left behind in his bladder. The customer states the balloon was inflated with 25 ml of water. Approximately 6 days after the incident, the doctor removed the 3 pieces by a cystoscopy procedure. Customer stayed one day and a half at the hospital and is recovering at home now. Customer's condition is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.